Event description:
It was reported that the patient fell and ruptured the knee cap that loosened the patella and surgeon revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.